Event description:
Became sensitized to latex from continuous wearing of latex gloves. Expereinced rhinitis, conjunctivitis, anaphylaxis with severe broncho-constriction, utricaria and full body eczema and hives.